Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the pump is randomly powering off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/08/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows rebooting had occurred. Visual inspection revealed no damage to the battery cap or the battery compartment. The battery cap secures appropriately to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues occurring. The pump cover was opened for investigation and there was no evidence of internal moisture and no evidence of any damage to internal components. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.